Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1669 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient's esophageal cancer received the first chemotherapy for more than one month after the operation. At 11:00 on (B)(6) 2021, the oncology specialist nurse followed the doctor¿s instructions under ultrasound-guided local anesthesia to perform PICC catheterization. After catheterization, drug chemotherapy was performed. The blood vessel is the right side vein, the arm circumference is 27cm, and the catheter length is 40cm. The first part of the puncture requires a needle to see blood. During the second part of the puncture, a vascular sheath is ruptured, which causes pain at the puncture point. Pull out the vascular sheath immediately and replace it with a new one. After re-insertion, the catheterization was successfully completed, and the patients were given psychological care."